Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon in the process of driving a 7.5 x 60mm expedium screw in pedicle. Patient had good bone but not sclerotic. Broke the tip of the driver into the screw head, before the screw was at its final resting stop. Had to cut a small rod secure it with a set screw and "helicopter" the screw out. Because the tip of the t20 driver was stuck in the head of the screw, the screw was no longer usable.

Manufacturer narrative:
One (1) t20 screwdriver shaft [product code: 2797-02-050, lot no: gm4129402] was also returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided for analysis. The fracture analysis report notes that the fractured surface reveals plastic deformation at the hexlobes and torsional shear markings. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the screwdriver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the screwdriver shaft tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests the screwdriver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.